Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used on (B)(6) 2022. During the procedure, the guidewire unraveled. The procedure was completed with the original device there were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned amplatz super stiff was analyzed. Upon visual assessment, the coil wire of the amplatz super stiff device was unraveled, and the core wire was detached at distal section. Also the guidewire was kinked. Therefore, the reported unraveled material was confirmed. Based on the condition of the returned device, engineers determined that the problem may be related with some factors such as excessive handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event.